Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to expose due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the neurovascular treatment, and the procedure was aborted. Customer deleted the patient data and rebooted the system, but issue was not resolved. The philips field service engineer (fse) inspected the system onsite and performed database consistency. Upon troubleshooting actions, fse replaced the ippc data hard disks and recreated the image store. After replacement, the system was returned to use in good working order.